Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preparation for an implant, the right ventricular (rv) connector port setscrew could not be backed out to permit lead insertion. Another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.